Event description:
Back cane of wheel chair broke during use. The user fell backwards. The user had a sore shoulder resulting from the incident but did not receive medical attention.

Manufacturer narrative:
The back cane of the wheel chair broke at one of the holes used to adjust the cane height. No deformation of the holes was evident. Appears this cane broke with no cause. Canes look in good shape and does not appear to be abused.